Manufacturer narrative:
A1-a5: patient information was not provided. H11: livanova deutschland manufactures the essenz heart-lung machine (hlm) roller pump 150. Livanova has initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heart-lung machine (hlm) single roller pump, used as root vent pump, displayed the error message "pump defective" (code 2350), during procedure. There is no report of any patient injury.